Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d8 and h3. The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was showing communication error e315. The malfunction occurred during maintenance. There were no reports of patient involvement.